Event description:
It was reported that the patient was experiencing possible heart block and the cardiac resynchronization therapy pacemaker (crt-p) was "not working". The right ventricular (rv) lead exhibited potential oversensing on stored electrograms (egm). The crt-p and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.